Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the light pipe was cracked. During evaluation the unit was able to power on. It was found that led component (d31) on the ui board was defective. The battery was able to only last for 10 minutes after being fully charged. The front housing, keypad, battery and led component (d31) were replaced and the unit functioned as designed. The root cause of the issue in the returned unit is assignable to damage to the devices due to use and physical impact to the lens area. A review of the history for this device was performed and it was concluded that the device was in the field for over six (6) years with no previous returns for servicing or other issues prior to the reported event.

Event description:
Customer reported: "event desc: during testing and equipment history review biomedical engineering noted excessive failures with our portable pulse oximeter monitor's visual alarms. During alarms, the monitors red alarm led would not flash. The clinical team would respond to the monitors audible alarm and overhead door light when the monitor alarmed. The clinicians would not report that the red led was not flashing. Biomedical review of several monitors note that the alarm led was inoperative. Biomedical sequestered all affected pulse oximeters and has arranged for factory evaluation and repair. There were no reported patient adverse events. On-site testing by biomedical confirmed that red led alarm lamp did not illuminate during alarm event. All other display activities and audible alerts did function correctly. Biomedical collected 10 additional pulse oximeters with the same failure. All 11 will be sent in to the manufacturer for evaluation and report. These devices are approximately 6 years old. The facility is afraid these might be getting hit (during normal use and transport) on the corner causing these failures. They have been having light pipe breakages since day one on these monitors. What was the original intended procedure? Patient pulse oximetry monitoring. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do". No consequences or impact to patient.